Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-05382 pertains to the other device. It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient had no complications during the procedure or during follow-up visits. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.